Manufacturer narrative:
The display was blank due to moisture damage on the electronic and keypad assemblies.

Event description:
It was reported that the insulin pump alarmed button error. The reported blood glucose reading was 147 mg/dl. Nothing further was reported.